Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the image of the subject device was not displayed. Other detailed information was not provided. There was no report of patient injury associated with the event.